Manufacturer narrative:
H2: additional information was received. See b5. Concomitant product 9734686 has not been returned for analysis. Codes 4114, 3221, and 4315 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was confirmed that the touch screen worked, but the site does not use it since there are multiple surgeon monitors and are interchanged daily. The cs was unable to make a selection due to the mouse jumping sporadically.

Manufacturer narrative:
H3: the monitor was returned to the manufacturer for analysis. The returned monitor has a deep scratch along the top edge and onto the display. When connected to a known good system the touch function was found to be several inches off. Attempts to re-calibrate did not help. Did not witness the cursor jumping, but the failure of the touch function may have created the observed behavior. The hardware investigation found that the reported event was related to a hardware issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9734686, a medtronic representative went to the site to test the equipment. After much troubleshooting, it was determined that the surgeon monitor was causing the issue. Mouse icon was moving independently. Unable to select a software. It was reported that the monitor of the navigation system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the site's system had a two recent computer replacements (B)(6) 2020 and (B)(6) 2020 due to the system going unresponsive. This staff cart alone is working as intended. Once attached to the surgeon cart, the system starts having abnormal behavior. The mouse seems to "move or jump" to different parts of the screen without being moved and will intermittently not click or move in the software when in use. Confirmed this is a touchscreen monitor but site always uses the mouse. This was discovered prior to a case. No patient present. No delay. The local representative (cs) cleaned the surgeon monitor well and noticed one small scratch but no significant build up or damage and the behavior continued. Technical services (ts) recommending trying a different surgeon cart with this system and the behavior was unable to be replicated. The cs then tried the primary cart's external surgeon monitor cable with the new surgeon cart and the behavior was unable to replicated. Finally, we tried the primary surgeon cart with another staff cart and the behavior seems to be following the surgeon cart monitor. The cables were re-seated on the surgeon cart monitor but the behavior continued. Associated with case (B)(4).